Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, a supplemental report will be submitted. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no visible damage was observed on the articulation sleeve area. A system investigation was conducted and a temperature monitoring error has occurred, indicating that the reported system error 31 was able to be reproduced. During destructive analysis, it was found a thermistor crack and open gastro flex #7. These can lead to system error and other errors. The electrical open was confirmed by multimeter test. The (possible) root cause is electrical component (fpbc) trace micro crack because of insufficient reliability which is related to design. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
It was reported that the patient was already sedated and on the table undergoing a 3d transesophageal echocardiography (tee) study when the transducer prompted a usacquisitionhw_31 error when it was connected to the ultrasound system. The user disconnected and reconnected the transducer and it worked only for several minutes as the same failure message reoccurred. The user replaced the transducer with a v5m transducer to continue and complete the study. There was a few minutes delay in completing the study while the replacement v5m was obtained. There was no loss of data so the study was not repeated. There was no patient or user injury reported. No additional information was provided.